Event description:
It was reported through the filing of a lawsuit that allegedly after usage of the shape match system to implant plaintiffs' right knee, she began experiencing significant pain, was unable to bend her right knee, and had pronounced swelling and discoloration develop in the area of the implant. It is further alleged that the patient underwent manipulative procedure twelve weeks after the original procedure, but the manipulative procedure did not relieve her symptoms. She allegedly underwent a right knee revision surgery in (B)(6) 2013.

Manufacturer narrative:
An event regarding pain, inability to bend the knee, swelling, and discoloration involving a shapematch cutting guide was reported. The event was not confirmed. Method & results: -device evaluation and results: device evaluation was not performed as no devices were received. -device history review: review of the device history records indicates all devices accepted into final stock met specifications. -complaint history review: a search of the complaint databases indicated that similar events have occurred for the us shapematch cutting guides. These events were determined to be associated with a voluntary hold and voluntary recall ra 2012-171. Conclusions voluntary hold and voluntary recall ra 2012-171 were initiated for us shapematch cutting guides due to the potential risks associated with these devices. The reported inability to bend the knee is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported through the filing of a lawsuit that allegedly after usage of the shape match system to implant plaintiffs' right knee, she began experiencing significant pain, was unable to bend her right knee, and had pronounced swelling and discoloration develop in the area of the implant. It is further alleged that the patient underwent manipulative procedure twelve weeks after the original procedure, but the manipulative procedure did not relieve her symptoms. She allegedly underwent a right knee revision surgery in (B)(6) 2013.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.